Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient underwent valvuloplasty on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2018-00868. It was reported that stent damage and stent migration occurred. A 4.00x8mm promus premier¿ was placed in the left main (lm) and a 3.00x16mm promus premier¿ was placed in the mid left anterior descending artery (lad). The 3.00x16mm promus premier¿ stent stripped off the stent delivery system. A balloon was passed through the stent and ultimately the stent was deployed. The physician then added a guidezilla 2 support catheter and attempted to delivery another 3.00x16mm promus premier¿ stent to the first 3.00x16mm promus premier¿ but it could not be delivered. A 2.50x16mm promus premier¿ stent was then advanced and it was noted that the 4.00x8mm promus premier¿ lm stent had been pushed into the left circumflex and had sustained proximal damage to the stent struts. A failed attempt was made to pass a 1.50x8mm semi compliant balloon though the stent. The wire was puled and the patient was referred for surgical consultant. Post procedure the patient did not complain of chest pain and the physician said hemodynamics were good.